Event description:
A customer reported via email an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger and lost consciousness. An ambulance was called and customer treated with glucose via IV by paramedics. A glucose result of 1.4 mmol/l was obtained on unspecified device prior to treatment, and was found to be 7 mmol/l while in ambulance, and 11 mmol/l when customer arrived at hospital. There was no report of further treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.